Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer went for swimming yesterday, insulin pump vibrated for about 5 minutes and screen went blank. Troubleshooting was done for blank display and fluid expose. Customer removed battery from the insulin pump and saw presence of moisture on the insulin pump. Customer dried the compartment and tried 3 different energizer batteries but all of them could not get the insulin pump to turn back on. Customer stated that the home screen did not appear on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.